Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 03/18/2016 for investigation. Investigation results as follows: device history record (DHR) was reviewed and found one previous complaint reporting a user advisory (ua) 20 (position out of range) for this autopulse platform (s/n (B)(4)). A visual inspection of the returned autopulse platform was performed and found the top cover cracked, both head restraint wires cut off and the bottom enclosure damaged. During the archive data review multiple ua 20 were observed on the date range from (B)(6) 2016, thus confirming the reported complaint. Also observed in the archive data were ua 45 (not at "home" position after power-on/restart) and ua 12 (lifeband not present), during the same date range. No other significant problems were found in the archive. During functional testing the platform displayed ua 20 upon powering up the device, thus confirming the reported event. In summary, the reported complaint was confirmed in the archive data review as well as during functional testing. The drive shaft was rotated back to home position and performed clutch plate deburring to remedy the reported complaint. After the repairs, the run-in test with lrtf (large resuscitation test fixture) and load cell characterization the platform passed final functional testing.

Event description:
It was reported that when preparing the autopulse platform (s/n (B)(4)) for use and installing the lifeband, the device displayed a user advisory 20 (position out of range). No patient sequelae was reported. No additional information was provided.